Manufacturer narrative:
Customer reported that a pyxis anesthesia es system unexpectedly logged off an anesthesia provider, during a procedure. Nature of the procedure was not disclosed. Name of required medications were not disclosed. Customer stated that the device was operational after rebooting. Patient or user harm was not reported. This event is recorded in complaint number (B)(4). A technical support specialist evaluated the device and determined that the station's database size exceeded its threshold causing the station to shut down during use. Technical support specialist resolved by repairing the station's database. Customer confirmed device is operational.

Event description:
Customer reported that a pyxis anesthesia es system unexpectedly logged off an anesthesia provider, during a procedure. Nature of the procedure was not disclosed. Name of required medications were not disclosed. Customer stated that the device was operational after rebooting.

Event description:
It was reported that the anesthesia provider was logged out of the device several times during a case. Rebooting seemed to help but the customer reported "many issues" with this device. There was no delay, adverse event or patient harm reported.

Manufacturer narrative:
The following fields have been updated with additional/corrected information: a1, b5, d1, d4, d5, e3, h6, h11. A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from 13-apr-2021 to 13-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the system unexpectedly logged off several times during the procedure. The field service engineer removed rss software and deleted atlas key from the registry and resolved the issue by repairing the station's database. The system functioned as intended after the field service engineer troubleshooted the device.